Manufacturer narrative:
(B)(4).

Event description:
We had a defective 18 g introducer needle catheter in our kit. The anesthesiologist made one attempt with the introducer. He observed more blood at the puncture site than normal. Once connected to pressure tubing to confirm placement, he drew back to see air in the line. He removed the catheter to see a tear on the plastic by the hub of the catheter no hole is visible.

Event description:
The customer reports: we had a defective 18 g introducer needle catheter in our kit. The anesthesiologist made one attempt with the introducer. He observed more blood at the puncture site than normal. Once connected to pressure tubing to confirm placement, he drew back to see air in the line. He removed the catheter to see a tear on the plastic by the hub of the catheter no hole is visible.

Manufacturer narrative:
(B)(4). The customer returned one lidstock and introducer catheter for evaluation. Visual examination revealed the catheter is torn near the hub. A small flap of material is detected adjacent to the tear, indicating that the material was displaced with another object. The introducer catheter is used in conjunction with the needle, thus suggesting the needle potentially caused the damage. The returned catheter was torn from 61-65 mm from the distal end. The inner and outer diameter of the introducer catheter were measured and were found to be within specification. This indicates that the wall thickness is as expected. The catheter was functionally tested by clamping the distal end and injecting water into the hub using a lab inventory syringe. Leakage was observed through the hole in the catheter body. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user , "do not reinsert needle into introducer catheter." The customer report of a catheter leak was confirmed by complaint investigation. The returned introducer catheter contained one hole adjacent to the hub. The hole had a small portion of folded material next to it, indicating that it was displaced by another object. Because the introducer catheter is used with a needle, it was determined that unintentional use - contact with sharps caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.